Manufacturer narrative:
Other, other text: device evaluation: one medfusion 3500 pump was returned for analysis. Visual inspection performed, and product found with no external damage. Event history log review was performed and found an acu watchdog and primary audible alarm post errors in history and no motor errors in history. Visual inspection, start-up, flow and occlusion testing were performed. The customer's reported problem could not be duplicated. However, investigators replaced the pump speaker as a preventative measure. The problem source of the reported problem is unknown.

Event description:
Information was received that during testing of this smiths medical medfusion 3500 pump, the pump exhibited stripped motor. No patient involvement reported.